Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that he thought the inflatable penile prosthesis was failing. He stated that when he attempts to inflate the bulb, it goes flat and stays flat. He is unable to obtain an erection. He does have an upcoming appointment with his urologist for assessment.